Manufacturer narrative:
Correction: section h6: as part of an internal review of our mdrs it was identified that the medical device problem code(s) 1112 was not included and the component codes 4755 and 865 were not included. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(6). The system was evaluated by a field service engineer (fse). The field service found that the high voltage (hv) cable was damaged during preventative maintenance and replaced it. Fse checked system function and operation and all checks passed. System is working within specifications. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/ treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that there was a fluence issue with the excimer laser which occurred during a patient right eye customvue treatment, the staff were unable to successfully resolve the issue and therefore were unable to continue and complete the patient excimer laser treatment. The patient's treatment was 20% complete when the interruption occurred. Through follow ups we learned that the patient was treated at a later date (17 august) with no further issues. The patient¿s treatment was successful and the surgeon/staff have no further concerns over their outcome. No further information was provided.